Manufacturer narrative:
Per the clinic, the patient developed a pressure lesion at the magnet site which was treated with topical antibiotics. The implanted device remains.

Manufacturer narrative:
This report is filed june 28, 2016. This report is submitted by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, it was reported that the patient had developed an infection. Additional information has been requested; however, has not yet been made available as of the date of this report.